Event description:
During product evaluation by a baxter service technician, a flo-gard pump encountered problems of mishandling for door assy, front housing, and pump head door cover broken. This had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be mishandling of the door assembly, front housing and broken pumphead door cover. To correct the condition, the door assembly, front housing and pumphead door were replaced. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.